Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set with duo-vent spike leaked from one of the rubber pieces attached to the tubing. This occurred while priming the line with normal saline in preparation for a chemotherapy product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred on an unspecified date of june 2024. Should additional relevant information become available, a supplemental report will be submitted.